Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, describing blood glucose dropping so low that they could barely function, with no associated alerts or alarms and the cause unclear. Symptoms included neuroglycopenic impairment consistent with hypoglycemia. Outcomes included temporary functional limitation without reported medical intervention or hospitalization. Investigation included outreach to obtain additional event details and blood glucose information. Investigation of this case revealed that the cause of the event could not be determined and no device malfunction or component issue was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.